Event description:
The customer reported that the sys left monitor would not turn on. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.